Manufacturer narrative:
Results: the penumbra coil detachment handle (handle) contained a fractured piece of the penumbra coil 400 (pc400) pusher assembly still embedded within the handle nose cone funnel hole. The pull tube was retracted far enough that the pull wire was visible outside of the hypotube. Both ends of the fractured hypotube were kinked. Plastic was sheared inward on the nose cone funnel hole. The pet lock plastic had become bunched up upon itself. The funnel hole was measured to be larger than the penumbra specification and visible plastic shearing was present. Conclusions: evaluation of the returned device confirmed that the pusher assembly had become stuck inside the handle. If the pusher assembly is inserted too far within the handle, the funnel hole may shear becoming too large to allow the hypotube to properly seat within the handle. Repeated attempts to detach the coil likely pulled the pusher assembly further into the handle mechanism and contributed to pet bunching. Further evaluation revealed that shavings of plastic had sheared outside of the nose cone funnel hole into the handle body further corroborating the forceful manipulation of the pusher assembly within the handle. The funnel hole was measured to be larger than our specification and was confirmed by failing on the pull force test fixture. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01409.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400's (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician deployed a pc400 into the target vessel and then attempted to detach the coil using the handle; however, the pc400 pusher assembly got stuck in the handle and the coil did not detach. The physician then attempted to pull the pusher assembly out of the handle but it was stuck. Therefore, the physician broke the end of the pusher assembly and manually detached the pc400. The procedure was then successfully completed using additional pc400's and a new handle. There was no report of an adverse effect to the patient.